Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was found to have a broken grip at the grip base. A piece approximately 4.08mm x 2.23mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the permanent cautery spatula tip was broken, it did not happen during surgery. The customer reported event has no report of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the spatula tip cautery did not break in patient care area. This instrument was used during the surgery and it may have broke on transport/handling down in our sterile processing department but when the instrument left the operating room, it was intact.